Event description:
This spontaneous case was reported by a physician and describes the occurrence of adverse event ("ovarian tubes removed later on after essure insertion due to multiple symptoms"), vaginal haemorrhage ("after essure insertion uterus removed due to prolonged vaginal bleedings and pain/ uterus removed later on due to worsening pain and vaginal bleedings"), the first episode of pelvic pain ("after essure insertion uterus removed due to prolonged vaginal bleedings and pain/ uterus removed later on due to worsening pain and vaginal bleedings"), the second episode of pelvic pain ("ovarian tubes removed due to pain after essure insertion") and device dislocation ("uterus removed due to vaginal bleedings, essure spiral poorly in situ.") In female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required) with uterus removal, the second episode of pelvic pain (seriousness criteria medically significant and intervention required) with ovarian tubes removal and device dislocation (seriousness criteria medically significant and intervention required). The patients were treated with surgery (ovarian tubes removed or uterus removed. At the time of the report, the adverse event, vaginal haemorrhage, the last episode of pelvic pain and device dislocation outcome was unknown. The reporter considered adverse event, device dislocation, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found the following problems due to surgical operation required: ovarian tubes removed later on after essure insertion due to multiple symptoms. Uterus removed later on due to worsening pain and vaginal bleedings. After essure insertion uterus removed due to prolonged vaginal bleedings and pain. Ovarian tubes removed due to pain after essure insertion. Uterus removed due to vaginal bleedings, essure spiral poorly in situ. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("ovarian tubes removed later on after essure insertion due to multiple symptoms") in a (B)(6) female patient who had essure inserted. On(B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, after insertion of essure, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ovarian tubes removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found the following problems due to surgical operation required: 1. Ovarian tubes removed later on after essure insertion due to multiple symptoms. 2. Uterus removed later on due to worsening pain and vaginal bleedings. 3. After essure insertion uterus removed due to prolonged vaginal bleedings and pain. 4. Ovarian tubes removed due to pain after essure insertion. 5. Uterus removed due to vaginal bleedings, essure spiral poorly in situ. Most recent follow-up information incorporated above includes: on 14-feb-2018: patient initials, date of birth and age added. Essure insertion and removal date added. Events: "after essure insertion uterus removed due to prolonged vaginal bleedings and pain/ uterus removed later on due to worsening pain and vaginal bleedings", "after essure insertion uterus removed due to prolonged vaginal bleedings and pain/ uterus removed later on due to worsening pain and vaginal bleedings","ovarian tubes removed due to pain after essure insertion and uterus removed due to vaginal bleedings" and "essure spiral poorly in situ" were deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.